Event description:
Patient presented to the physician with redness and inflammation at the chest incision site that was spreading to the neck. Upon examination of the area, the physician determined an infection and prescribed antibiotics.